Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system separator 6 (sep6), an indigo system aspiration catheter 6 (cat6), and a non-penumbra sheath. During the procedure, after using the sep6, it was reported that the sep6 bulb fractured. The physician then aspirated the sep6 bulb from the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned indigo system separator 6 (sep6) confirmed that the separator cone was detached. This damage typically occurs if the distal tip of the sep6 is repeatedly manipulated through tough clot during use. Based on the reported complaint, the root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.